Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that on (B)(6) 2021 surgeon did the cataract procedure with iol. Per surgeon on (B)(6) 2021 saw infection and referred to vr surgeon for further investigation and treatment. Due to serious level of infection on (B)(6) 2021, vr surgeon explant the iol on (B)(6) 2021 and patient lost vision.

Manufacturer narrative:
Additional information provided in b.5. And h.3. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that the patient had lost his vision permanently (plano (pl) negative).